Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned products identified signs of use ¿ scratches, nicks and bone residue. Functional testing was performed. Mount and implant disengaged as normal. Patient was noted to have low bone density ¿ type iii. The implant was being placed on tooth #9 when the incident occurred. X-ray/picture image was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the dentist was unable to remove fixture mount from implant after placement. The reported complaint could not be verified as the returned devices disengaged as normal. A definitive root cause for this complaint could not be determined. H3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that following implant placement the dentist was unable to remove fixture mount from implant. The implant was subsequently removed. Procedure was completed using another implant.